Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited noise. The lead was capped and replaced. The patient was stable.

Manufacturer narrative:
This was the patient's right ventricular lead, not the atrial lead. The same issue was reported earlier in 2017865-2019-09346 on the left ventricular lead, which was then corrected to the right ventricular lead.